Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement and while loading a new insulin cartridge, the ilet displayed alerts consistent with an insulin delivery fault and repeatedly prompted restarts, after which customer support advised reverting to back-up therapy and arranged a replacement device. Symptoms included hyperglycemia with a reported blood glucose of 289 mg/dl for about one hour without ketone testing. Outcomes included temporary interruption of insulin delivery, use of back-up therapy, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and device replacement logistics. Investigation of this case revealed recurrent insulin delivery alarms consistent with an insulin absolute range error and an insulin shaft rewind error, indicating a malfunction of the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with a probable hardware fault in the insulin delivery system.